Manufacturer narrative:
Physio-control downloaded the device's electronic records for review and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to a damaged and loose battery pin in battery well 2. Physio replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was retained by physio-control. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.